Event description:
In late 2008, the lay user/patient contacting lifescan (lfs) alleging that her onetouch ultra meter was reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that the alleged issue began at 11:00 am the same day. At the same time the alleged issue began, the patient claimed she developed the symptom of feeling sweaty. At 11:30 am that morning, the patient stated she took 500mg of metformin; however, it is unclear if she took the medication as part of her usual diabetes management regiment or if she took the medication in response to the symptom. At the time of troubleshooting, the customer care advocate noted that the patient had been exchanging batteries between two meters, which resulted in the subject meter reverting to the setup mode. The issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.